Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a glucose value of 6 mg/dl and repeated as 90 mg/dl. The glucose reagent lot number was 56521001, with an expiration date of 31-oct-2022.

Manufacturer narrative:
The last calibration performed on 24-nov-2021 was ok. Third party controls performed on 24-jan-2022, 28-jan-2022, and 03-jan-2022 were within range. These controls were not tested on the day of the event. The roche first level control was within range from 29-jan-2022 to 03-feb-2022 and the second level of control was within range 15-jan-2022 to 03-feb-2022. A general reagent or system related issue could be ruled out as calibration and controls are within specifications. Upon review of the alarm trace, an abnormal sample aspiration alarm occurred on 31-jan-2022. The investigation could not identify a product problem. The cause of the event could not be determined.